Event description:
It was reported that the pump was warm to the touch despite being in room-temperature conditions. The customer's blood glucose was reported between 200-250 mg/dl. The customer reverted to a backup insulin pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.